Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported "automatic check failure" . We are considering this to be an autotest failure. There was no reported patient involvement.

Manufacturer narrative:
.